Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, when the device "jaws did not open/close after the 2nd firing" were the device jaws stuck closed on tissue when this occurred? If yes, had the device delivered a staple line? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device deliver a cutline? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? If the device was not stuck on tissue, were the device jaws only able to be partially opened/closed after the second firing had occurred? If yes, was the device not able to be fully opened to load another cartridge reload? Or were the device jaws not able to be closed after another cartridge was loaded? Please clarify the event.

Event description:
It was reported that during an open hysterectomy, the jaws did not open/close after the 2nd firing. The device was used on jejunum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # n57f9d. Additional information was requested and the following was obtained: just for clarification, when the device "jaws did not open/close after the 2nd firing" were the device jaws stuck closed on tissue when this occurred? Had the device delivered a staple line? Were the staples formed properly? Was the staple line complete? Did the device deliver a cutline? Was the cut line complete? Was there any issue with the cut line such as jagged, dull knife, irregular, etc.? If the device was not stuck on tissue, were the device jaws only able to be partially opened/closed after the second firing had occurred? Was the device not able to be fully opened to load another cartridge reload? Were the device jaws not able to be closed after another cartridge was loaded? No further information. The analysis found that one pcee60a device was returned with no apparent damage and with one ecr60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.